Event description:
It was reported that during follow-up, the patient complained of occasional palpitations. The pulse generator exhibited a sensing anomaly. The device was reprogrammed and the patient was stable. The patient would be monitored.

Manufacturer narrative:
.